Manufacturer narrative:
The date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high impedance was found. Troubleshooting was unable to provide resolution. As a result, the patient's lead was explanted and replaced to address the issue.